Event description:
It is reported that the pt was revised for femoral shaft fracture.

Manufacturer narrative:
Eval summary: no x-rays were returned from this surgery. The report filled out by the surgeon indicates that the device is not related to the revision surgery performed. From the info provided, it is assessed that the reason for the revision surgery is the fracture of the femur proximal calcar. This region of the femur is loaded by the press fit established between the stem and the femur and therefore, this load was present at the time of the fracture. The most likely cause of the fracture is the combination of press fit load, remaining medical femur bone stock and the loading applied during post-operative exercises. This type of fracture can be aggravated by suboptimal lateralization of the original reaming and broaching of the femur resulting in reduced medial proximal calcar bone stock. Poor bone quality could also aggravate this type of fracture as well as many other factors. It cannot be determined the exact root cause for this fracture, however, a failure of the implanted prostheses is not identified nor implicated by the surgeon in the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.